Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. A prior FDA report was submitted for another product involved in the same incident under MFR report number: 9610816-2022-00562.

Event description:
While a mx40 device was connected to a patient, it was assigned to a sector with a locked bedside monitor. The tele overview screen was activated and on, showing a ECG tracing as expected. The patient went into cardiac arrest and the clinical staff reports not hearing an audible tone at the bedside monitor or information center. A philips field technician went on-site to test the deices and to test the devices and recreate alarms. During testing, they were able to create both yellow and red alarms and both were audible at the information center and bedside monitor. Both were acting as intended. A follow-up report will be submitted upon completion of the investigation.

Event description:
While a mx40 device was connected to a patient, it was assigned to a sector with a locked bedside monitor. The tele overview screen was activated and on, showing a ECG tracing as expected. The patient went into cardiac arrest and the clinical staff reports not hearing an audible tone at the bedside monitor or information center. The patient went into cardiac arrest 36 hours later and expired. A philips field technician went on-site to test the deices and to test the devices and recreate alarms. During testing, they were able to create both yellow and red alarms and both were audible at the information center and bedside monitor. Both were acting as intended. The alleged issue of failure to alarm was not able to be duplicated and no problem was found with the device. Clinical assessment indicates that, based on the information that the alleged issue with the "leads off" alarm occurred 36 hours prior to the patient death, it does not appear likely the issue experienced with the "leads off" alarms caused or contributed to the patient's death 36 hours later.